Event description:
It was reported that patient underwent a foot/ankle tendon repair procedure on (B)(6) 2014. During the procedure, the inserter bent while being inserted into the calcaneus.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly related to the event. Examination of returned device found no evidence of product non-conformance. The root cause of the event could not be determined.